Manufacturer narrative:
The customer reported that the AED is flashing red and will not power on. The customer stated it is prompting an error code of "AED error or warning; battery operation". Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is flashing red and will not power on. The customer stated it is prompting an error code of "AED error or warning; battery operation". They reported this did not occur during patient use.